Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported three weeks ago, the patient started having trouble with their stimulator and was not getting effect. They were having more dystonia in their legs the past two days. They wanted to have an lcc done. They were trying to describe a screen they'd never seen before. The patient programmer was able to sync with the ins, it showed on and ok and the patient was at 2.00 v with group a. The patient programmer was working as intended. The patient has tried to increase and decrease the stimulation, neither helped. They were unable to run a lcc, as a result they got an out of box message on the patient programmer. It was advised for the manufacturer representative (rep) to use the 8840 to interrogate and run impedance to clear the patient programmer message. No further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the rest worked and the patient programmer no longer displays the error. No further complications were anticipated.